Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-04. Investigation summary: two photos and one sample was received by our quality team for evaluation. From the photos, foreign matter was observed on one of the cannulas. The sample was subjected to visual inspection fo check for foreign matter. A hole was observed on the bottom web which is located near the needle hub and foreign matter was observed on the surface of the cannula. The foreign matter was sent for ftir testing to determine the foreign matter type. While the results showed that there was no good match available in the library, the best match was a mixture of protein and other unknown compounds. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The foreign matters on the cannula could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before being distributed to the customers¿ premises. The non-conformance occurred out of the manufacturing facility and the distribution center will be notified of this complaint for their investigation.

Event description:
It was reported that needle 18g 1-1/2in tw had foreign matter inside the needle. The following information was provided by the initial reporter: hospital is using goods of bd precision glide tm needle 18g 1 1/2. The problem was first detected in operation theater when they were going to start dilution with normal saline. They found some particle inside the packed needle, so they opened it and found some dust inside it so they discarded the needle and opened another needle in which they have again found something moving inside packed needle so received a call from hospital pharmacy regarding damaged goods so when we approached the pharmacy they told us about the complaint in details and given us the needle in which they have complaint so I checked the needle there were some movable and visible particles inside the packed needle so I have taken the picture and also collected the damaged needle from pharmacy. We have confirmed with them that their is no harm to patient nor to any hcw during the incidence, hospital management want to know the reason behind this damaged goods so raising pir on behalf of (B)(6) hospital.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 18g 1-1/2in tw had foreign matter inside the needle. The following information was provided by the initial reporter: hospital is using goods of bd precision glide tm needle 18g 1 1/2.the problem was first detected in operation theater when they were going to start dilution with normal saline. They found some particle inside the packed needle, so they opened it and found some dust inside it so they discarded the needle and opened another needle in which they have again found something moving inside packed needle so received a call from hospital pharmacy regarding damaged goods so when we approached the pharmacy they told us about the complaint in details and given us the needle in which they have complaint so I checked the needle there were some movable and visible particles inside the packed needle so I have taken the picture and also collected the damaged needle from pharmacy. We have confirmed with them that their is no harm to patient nor to any hcw during the incidence, hospital management want to know the reason behind this damaged goods so raising pir on behalf of subheccha multispeciality hospital.